Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "reliable outcomes and survivorship of primary total knee arthroplasty for osteonecrosis of the knee" written by b.p. Chalmers, k.g. Mehrotra, r.j. Sierra, m.w. Pagnano, m.j. Taunton, and m.p. Abdel published by the bone and joint surgery journal 2019 was reviewed. The article's purpose is to analyze outcomes of contemporary tkas for osteonecrosis, with particular emphasis on: survivorship free from aseptic loosening, any revision, and any reoperation plus the clinical outcomes, complications, and radiological results. Data was compiled from 167 primary tkas and 156 patients between 2004 and 2014. Depuy implants were listed amongst manufacturers of the implants. The article specifies that some implants were used with femoral stems but did not identify which manufacturer. As the article lists mbt revision system utilized it is assumed that depuy pfc sigma (also identified) may have included the bolt and femoral stem. Cement manufacturer is not identified and patellar resurfacing was not discussed. Figure 1 and 2 provide radiographic images without identifying implant manufacturer. No adverse events within caption description associated with implantation. Depuy products: pfc sigma, mbt revision system. Adverse events: postoperative "stiffness" (treated by manipulation under general anesthesia) venous thromboembolism (one pe and 2 dvt - treated with anticoagulation) intraoperative patellar tendon avulsion (surgical intervention for repair) delayed wound healing and prolonged drainage (treated with dressing changes and suppressive antibiotics).